Event description:
It was reported that the patient presented to the hospital after hearing an alert. It was determined that the right ventricular (rv) lead experienced high impedance and short interval counts (sic) resulting from a possible lead fracture. The physician attempted to make a revision in which they disconnected and reconnected the rv lead. Upon closure of the pocket, an impedance jump was noted once again. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)